Event description:
It was reported that sometime post a dialysis catheter placement, the plastic piece of the device was allegedly snapped. It was further reported that device had allegedly had leak. Furthermore, air allegedly entered into the device. Reportedly, the catheter was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the sample was not returned for evaluation. However, two electronic photos were provided for review. Two electronic photos were provided for review. Both photos show the extension legs of glidepath dialysis catheter. Blood residues were noted. One of the catheter hubs was noted to be broken and separated into two pieces. Therefore, the investigation is confirmed for the reported fracture and identified material separation. However, the investigation is inconclusive for the reported fluid leak and air in device issues as there were no objective evidence obtained from the provided image. A definitive root cause could not be determined based upon the available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: b5, g3, h6 (device). H11: (method, result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.

Event description:
It was reported that sometime post a dialysis catheter placement, the plastic piece of the device was allegedly snapped. It was further reported that device had allegedly had leak. Reportedly, air allegedly entered into the device. There was no reported patient injury.